Event description:
It was reported an active occlusion alarm but declined to participate in troubleshooting. There was no adverse impact on his blood glucose level reported. Customer declined follow up from tandem technical support.